Manufacturer narrative:
(B)(4). Final analysis confirmed that the device was in backup vvi mode due to checksum error and a single bit flipped. After a product code was downloaded the device was programmed to nominal settings. Analysis performed indicated that the battery voltage was at eri level with normal battery current. (B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced. No additional information was available.

Event description:
New information states that the patient tolerated the procedure well without complication.